Event description:
It was reported that the patient underwent an unknown wound closure on an unknown date and topical skin adhesive was used. Following the procedure, the surgeon opined that the patient experienced an apparent reaction to the topical skin adhesive. The surgeon stated that the patient reports it has gotten worse and is also having nausea and chilling. It is unknown if the topical skin adhesive has been removed and the patient is being sent to the ER for evaluation of the nausea and vomiting. Additional information has been requested.

Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.